Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient was admitted to the hospital on approximately (B) (6) 2010 with stoke like symptoms. A variety of test were performed and ruled out stroke. The patient had pinpoint pupils which were believed to be related to an excessive amount of morphine. The medication had been reduced by 35% since the patient's been hospitalized. Per the reporter, the "hcp is thinking it might be cognitive issues but pt is very different than what took place on (B) (6) 2010". The last refill was on (B) (6) 2009. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.